Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his adc freestyle libre sensor fell off less than a day of wear and he was unable to monitor his blood glucose. On (B)(6) 2020, readings of 400 mg/dl and 500 mg/dl from an unspecified device however, no symptoms were reported. The customer further reported being unable to self-treat and had contact with a healthcare professional who diagnosed him with diabetic ketoacidosis (dka) and administered unspecified does of insulin dips as treatment. The healthcare professional treated the customer with glucose intravenously. There was no report of death or permanent impairment associated with this event.